Manufacturer narrative:
Block b3: the provided event date, 05/01/2026, was chosen as the best estimate based on the date that the manufacturer became aware of the event 05/27/2026. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure on an unknown date. During a review of the images from the placement procedure, it was found that there is a small amount of hydrogel under the rectal wall on a region of about 5 mm. It was also reported that the hydrogel created a lot of separation between the posterior prostate and the anterior rectal wall, where the rectal wall infiltration is located. Therefore, it would be safe to proceed with stereotactic body radiotherapy (sbrt), since the area with the rectal wall infiltration would receive very little dose.